Event description:
It was reported that there was an alleged over infusion of propofol. A 100ml bottle of propofol was hung at 22:00 with an intended rate of 30ml/hour. However, the bottle was found to be empty at 00:05. The customer indicated the patient was not harmed due to the over infusion.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an alleged over infusion of propofol. A 100ml bottle of propofol was hung at 22:00 with an intended rate of 30ml/hour. However, the bottle was found to be empty at 00:05. The customer indicated the patient was not harmed due to the over infusion.

Manufacturer narrative:
Correction: date received by manufacturer. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.